Event description:
Zoll AED plus failed as described. Unit hadn't beeped indicating low battery. Display showed green check mark indicating unit was functional. Hooked unit to test cables and simulator and turned on. Unit said "unit ok" then "do not touch pt - analyzing" then shut off within 5 seconds. This was repeated 3 times. Called zoll tech support and unit repeated this event. Unit turned off and on one more time, said "unit ok" then "do not touch pt - analyzing" then said "replace batteries." This unit gave no advance indication that it wouldn't work but wouldn't have delivered a shock to a pt if needed.